Manufacturer narrative:
Lot# review: a review of lot# 3266194 (supplied on (B)(6) 16) showed that 24,000 units were manufactured, tested, inspected and released in (B)(6) 2016 citing no nlrs. On (B)(6) 2016 received one used ch2000s-c, spinning spiros, lot# unknown. One used ch9125 microclave w/locking blunt cannula lot# unknown. One used bd 60ml syringe. Spiros was attached to the syringe. The ch9125 was not connected to the setup. The spiros was flushed and no leaks were observed. A ch2000s-c spinning spiros was returned attached to a 60ml bd luer lock syringe. A single ch9125 microclave w/locking blunt cannula was also returned. The syringe attached to the ch2000s-c spinning spiros was filled with water and the plunger of the syringe aggressively depressed to look for connection and fluid path leakage. No leakage was observed. The ch2000s-c spinning spiros was disconnected from the 60ml bd luer lock syringe and pressure leak tested with no leakage was observed. The complaint of ch2000s-c spinning spiros and ch9125 microclave w/locking blunt cannula leakage was unable to be confirmed or replicated. The ch2000s-c and ch9125 met pressure leak specification.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# unknown. Report states, clinician attached spinning spiros to the ch9125 to administer an IV push and chemo started to leak out the side. Unprotected chemo exposure was reported for the clinician and handled per standard hospital protocol. No patient involvement.